Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The device was received, however, no evaluation is available.

Event description:
It was reported that during a procedure for a proximal femur fracture, the surgeon had placed a lateral entry femoral nail and was attempting to lock it. The aiming arm missed the holes in the nail for proximal locking. After some maneuvering the surgeon was able to lock the nail and complete the procedure with no reported harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: product development event evaluation: failure could not be duplicated with instruments. Instrument design was therefore not a contributor to complaint. This complaint was deemed invalid. (B)(4)